Event description:
After a routine follow-up, the patient reported a "burst" in the apex of the heart and presented to the emergency room. The patient's intrinsic rate was in the 30's. The device had no magnet rate and could not be interrogated. Repeated attempts to communicate with the device failed. Interrogation was successful with another programmer. Since unipolar capture thresholds were lower, the device was programmed to unipolar and monitoring will continue.